Event description:
Patient with ischemic cardiomyopathy admitted after sudden death event at home. The patient had implantation of biv ICD for class ii-iii heart failure. The patient had a full arrest the next day with ventricular fibrillation and electromechanical dissociation (emd). Patient expired after acls protocol/CPR and patient demonstrated pulseless electrical activity. The aicd was sent to boston scientific for evaluation.